Event description:
It was further reported that during the index procedure access was obtained via the right femoral artery. A diagnostic catheter was advanced to the lesion and confirmed a short left main bifurcating quickly into a previously treated full metal jacket in the left anterior descending artery (lad) with what appeared to be a high-grade stenosis of 80-90% in the mid vessel with timi 2 flow. The rest of the full-metal jacket stents within the lad, including the more recent stents placed in 2010, appeared to be patent. A 3.5mm noncompliant balloon was inflated to high pressure in the lesion. A 3.5x32mm taxus liberte stent was the then deployed in the mid lad, followed by post dilation with a high pressure balloon. A 3.5x12mm taxus liberte stent was placed within the midst of the first stent due to some irregularity at the initial site of stenosis. Both stents were post dilated with a 3.75mm noncompliant balloon at 24atms. After post dilation was performed, intracoronary nitroglycerin and verapamil was administered and final injection confirmed significant improvement in the lesion with less than 10% residual stenosis and timi 3 flow in the lad and its branches. Eleven days later the patient was brought to the cardiac catheterization lab where vascular access was obtained via the right femoral artery. A diagnostic catheter was advanced and multiple injections confirmed a continued patency of the full-metal jacket of the lad; however, there was a definite area of the true ostium that appeared to be uncovered with previous stents which had 50-70% stenosis with subintimal hyperplasia. The mid to distal lad also appeared to have some intimal hyperplasia coming through areas of perhaps unsupported stent segments with possible fractures which appeared to be 70-75% in severity. A 3.00x12mm taxus liberte was placed proximally, covering the area of the true ostium. Post dilation was performed with a noncompliant balloon at 25atms. Repeat injection confirmed significant improvement. A 2.75x24mm ion stent was then placed distally, on top of the previously placed stents in the area of what appeared to be slight stent fractures. High pressure post dilation was performed with a noncompliant balloon at 22-24atms. Repeat injection confirmed significant improvement with less than 10% residual stenosis and timi 3 flow in the lad and its sub-branches.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR# 2134265-2012-00960. It was reported that post a stenting treatment procedure, stent fracture and in-stent restenosis occurred. In (B)(6) 2012, a 3.5x32mm taxus liberte stent was implanted in the mid left anterior descending artery (lad). A 3.5x12mm taxus liberte stent was then implanted, overlapping the first stent due to some irregularity at the initial site of stenosis. The procedure was successfully completed with no patient complications reported. Eleven days later, the patient presented with chest pain and in-stent restenosis was discovered in the mid lad. It was also noted that the lad appeared to have some intimal hyperplasia coming through possible areas of fractured stent segments in the previously placed 3.5x32mm taxus liberte stent. Two ion stents were implanted to successfully treat the in-stent restenosis. The procedure was completed with no additional patient complications reported. The patient's current condition is okay. Medications at the time of the event included lipitor 20 mg, plavix 75 mg, aspirin 81mg, dilitazem 60 mg, imdur 30 mg, digoxin 0.125 mg and coumadin 5mg.